Event description:
It was reported that the patient with a pacemaker and a right atrial (ra) lead reported frequent falls. The system also recorded an atrial automatic threshold detected as greater than programmed amplitude or suspended. An automatic safety switch from bipolar to unipolar configuration occurred due to ra lead pacing impedance high, out of range. Furthermore, the pacing impedance had been unstable, from within range to high values. There were also atrial tachy response (atr) episodes recorded where noise over sensing on the ra lead channel is observed. There was no evidence of pause in pacing. It was recommended to raise daily impedance measurements to a higher value. The patient went to clinic but for non-cardiac reasons. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a pacemaker and a right atrial (ra) lead reported frequent falls. The system also recorded an atrial automatic threshold detected as greater than programmed amplitude or suspended. An automatic safety switch from bipolar to unipolar configuration occurred due to ra lead pacing impedance high, out of range. Furthermore, the pacing impedance had been unstable, from within range to high values. There were also atrial tachy response (atr) episodes recorded where noise over sensing on the ra lead channel is observed. There was no evidence of pause in pacing. It was recommended to raise daily impedance measurements to a higher value. The patient went to clinic but for non-cardiac reasons. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.